Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed. The inserter shows no hammering marks or any other defects compared to a new device. The chuck was jammed and couldn't be opened or closed. The inserter for titanium elastic nail was dismantled by production staff for investigation. The jamming of the chuck occurred in the internal thread between the lead screw and the shaft from the main body. It was found that the m10x1.0 thread of the lead screw was heavily damaged. No information could be found why and how the thread of the screw got destroyed. The screw stuck due to the damage of the screw thread. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we can not determine the exact root cause. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the procedure, the inserter for titanium elastic nail system became clamped. The instrument cannot be open or close anymore. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.